Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not taken any action to address the high blood glucose and did not require third-party assistance. Although technical support provided information to reset the pump, the customer was unable to perform the reset immediately due to the lack of a charger and planned to call back once they could proceed with the reset. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.